Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unclear if the reported event is due to the patient's underlying condition, patient's resistance to medication, user practice, or a silk road medical device and will be reported for the nps out of an abundance caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, after pre-dilation, the arterial sheath came out. The physician closed the access site and re-accessed the vessel from a different location to facilitate the completion of the desired treatment. After the procedure and upon waking up, the patient experienced stroke symptoms. A color duplex ultrasound confirmed there was flow through the stent. The patient was administered tissue plasminogen activator (tpa) and subsequently developed a hematoma at the access site. Additional information indicated that the patient was compliant with dual antiplatelet therapy (dapt) and a p2y12 platelet function test was not performed. The cause of the hematoma was due to the administration of tpa and the hematoma was evacuated. The patient has not made a complete recovery and the etiology of the stroke is unclear. At this time, it is unclear if the reported event is due to the patient's underlying condition, patient's resistance to medication, user practice, or a silk road medical device and will be reported for the nps out of an abundance caution.